Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was purchased by the hospital intended to be used for multiple patients in need of external temporary pacing. This patient has since been implanted with a new system. No adverse patient effects were reported.